Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, a sales representative reported via email that an ar-3671 fibertak biceps implant experienced an issue during use. The driver shaft/inserter broke inside the patient during the procedure. No additional information was provided. Additional information was received on 20-mar-2026: during a distal biceps procedure, the ar-3671 driver shaft/inserter broke at the time of anchor insertion. One prong of the inserter fractured, creating an approximately 1 mm fragment. The fragment was not retrieved; an intraoperative x-ray was taken, and it was confirmed that no fragment was retained inside the patient. The initial anchor was left in place and used to complete the procedure. The event resulted in an approximate 20-minute surgical delay, and the patient required an additional 20 minutes of anesthesia time. No adverse effects were reported.